Manufacturer narrative:
Sections d1, d4: h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number vad-60945 and the reported event could not be conclusively determined through this evaluation. The account reported that the patient, who had aortic insufficiency and was deemed not a candidate for surgical intervention, was admitted on (B)(6) 2020 for an amplatzer closure device placement for aortic valve closure. The patient tolerated the procedure well and was transferred to the cardiac care unit (ccu) for observation. The patient was reportedly doing well and was able to be discharged home on (B)(6) 2020. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas instructions for use (IFU) is currently available. This IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with aortic insufficiency deemed not a candidate for surgical intervention was admitted on (B)(6) 2020 for amplatzer closure device placement for aortic valve closure. The patient tolerated well and was transferred to the critical care unit for observations. The patient was discharged home on (B)(6) 2020.